Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.e1i event site telephone: (B)(6).

Event description:
On 17th may 2024, getinge became aware of an issue with one of our mobile tables 720001b2 - meera EU with auto drive. On 19th june 2024, additional information was provided. As it was stated, power failure on column occurred with a patient in situ. Following the service visit on site, the main board fault was confirmed. Further details were requested, however, to date no clarification has been received. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the main board failure which could potentially result in inability to position, was to reoccur.

Manufacturer narrative:
Initially provided information was very limited and pointed to the power failure on column with a patient in situ. According to the technician, main board and I/o board were replaced. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the main board failure which could potentially result in inability to position, was to reoccur. According to additional clarification received, the power failure was related to the remote control. As it has been confirmed, the operation of the table was possible with override panel. The problem did not result in a delay in surgery. Based on additional input, it was possible to determine that the issue investigated herein is not safety and risk related, as the table could be operated. Therefore, the initially considered risk of inability to position the patient during procedure was not present. The investigation was performed. The investigated scenarios did not cause risk to human life. It was established that the device failed to meet the manufacturer specification due to malfunction of circuit boards. The device was being used for patient treatment when the malfunction occurred. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market. The correction of b5 describe event or problem, d1 brand name, h6 medical device ¿ problem code and h6 investigation findings fields deems required. This is based on the internal evaluation and additional information that has been received. Previous b5 describe event or problem: on 17th may 2024, getinge became aware of an issue with one of our mobile tables 720001b2 - meera EU with auto drive. On 19th june 2024, additional information was provided. As it was stated, power failure on column occurred with a patient in situ. Following the service visit on site, the main board fault was confirmed. Further details were requested, however, to date no clarification has been received. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the main board failure which could potentially result in inability to position, was to reoccur. Corrected b5 describe event or problem: on 17th may 2024, getinge became aware of an issue with one of our mobile tables 720001b2 - meera EU with auto drive. On 19th june 2024, additional information was provided. As it was stated, power failure on column occurred with a patient in situ. Following the service visit on site, main board and I/o board were replaced. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the main board failure which could potentially result in inability to position, was to reoccur. Later on, additional information was received. As it was stated, the power failure was related to the remote control. The issue occurred during surgery on the anesthetized patient following knife to skin. Staff member attempted multiple handsets to trouble shoot, however, the devices did not work. As it was confirmed, the operation of the table was possible with override panel. The problem did not result in a delay in surgery. Based on additional input, it was possible to determine that the issue investigated herein is not safety and risk related, as the table could be operated. Therefore, the initially considered risk of inability to position the patient during procedure was not present. The scenario described in the record is considered as non-reportable. Previous d1 brand name: meera EU with auto drive. Corrected d1 brand name: meera mobile operating table. Previous h6 medical device ¿ problem code: activation, positioning or separationproblem/positioning problem/positioning failure/1158. Electrical /electronic property problem/interrogation problem/failure to interrogate/1332. Corrected h6 medical device ¿ problem code: electrical /electronic property problem/interrogation problem/failure to interrogate/1332. Previous h6 investigation findings: results pending completion of investigation///3233. Corrected h6 investigation findings: none.

Event description:
On 17th may 2024, getinge became aware of an issue with one of our mobile tables 720001b2 - meera EU with auto drive. On 19th june 2024, additional information was provided. As it was stated, power failure on column occurred with a patient in situ. Following the service visit on site, main board and I/o board were replaced. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the main board failure which could potentially result in inability to position, was to reoccur. Later on, additional information was received. As it was stated, the power failure was related to the remote control. The issue occurred during surgery on the anesthetized patient following knife to skin. Staff member attempted multiple handsets to trouble shoot, however, the devices did not work. As it was confirmed, the operation of the table was possible with override panel. The problem did not result in a delay in surgery. Based on additional input, it was possible to determine that the issue investigated herein is not safety and risk related, as the table could be operated. Therefore, the initially considered risk of inability to position the patient during procedure was not present. The scenario described in the record is considered as non-reportable.